Event description:
It was reported that the patient presented remotely via remote transmission upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. Programming chanegs were made. The patient was stable.